Manufacturer narrative:
The complaint sample has not been received for evaluation, however the customer has indicated it will be returned. Upon completion of the investigation, a follow-up medwatch 3500a emdr will be submitted. (B)(4).

Event description:
It was reported during an unknown patient procedure that the blue tip shaft broke while impacting the cup and couldn't unscrew the handle. No adverse events nor patient consequence were reported as a result of the malfunction.

Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. The cardan joint nearest the blue knob was observed to be broken. The production records were reviewed and no discrepancies were identified. The failure is contained within the risk management files and falls within the predicted occurrence range. No further investigation required. D3 - updated contact office e-mail address. D10, h3 - updated based upon receipt of the device. H6 - device, methods, results and conclusion code(s) updated based upon investigation.